Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced spontaneous bilateral rupture and bilateral capsular contracture (baker grade unknown) post procedure. The breasts were described as encapsulated. The patient received an official medical diagnosis for the ruptures. Magnetic resonance imaging was performed on an unknown date with unknown results. As a result, the patient had bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2020. The implants were originally placed as a part of an adjunct study. See 1645337-2020-01073 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 27, 2020. Device evaluation summary: according to the information received, the patient experienced a rupture of the breast implant and developed capsular contracture. A manufacturing record evaluation was performed for the finished device 5623857 number, and no non-conformances were identified. During visual inspection, the sample was found to be incomplete and ruptured. In addition, shell abrasion was observed in the edges of the rupture. The evaluation determined that the rupture is consistent with the shell abrasion. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices, caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).